Manufacturer narrative:
The initial MDR was filed on november 3rd, 2017. Corrected information (27-december-2017): incorrectly noted "discordant urea nitrogen concentrated (un_c)". Has been updated with the correct method name. Additional information (15-december-2017): siemens headquarters support center (hsc) has reviewed the information provided and concludes that there is no reagent lot or method issue. The data is consistent with instrument related issues. The potential cause of the discrepant results is an obstruction in the reaction cuvette washer (wud) mechanism. Any obstruction in one of the wud probes or tubing can result in inadequate washing of the rotary reaction vessel (rrv) cuvettes, which can result in intermittent imprecision. Obstructed wud probes or tubing can also result in liquid from one rrv cuvette over-flowing into another, resulting in cross-contamination and imprecision. Discrepant results were flagged with an instrument variance * flag. The variance flag alerts the operator that the instrument is experiencing imprecision and results with variance * flags should not be reported. Siemens is still investigating this issue.

Event description:
Discordant creatinine (cre_2c) results and gamma-glutamyl transferase (ggt) results were obtained on patient samples on the advia chemistry xpt instrument.

Manufacturer narrative:
Initial MDR 2432235-2017-00596 was filed on 3-nov-2017. Supplemental MDR 2432235-2017-00596_s1 was filed on 27-dec- 2017. Additional information ( 12-jan-2018): siemens was informed that no further technical assistance has been requested for troubleshooting.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse checked the reaction cuvette washer. Siemens is investigating this issue.

Event description:
Discordant urea nitrogen concentrated (un_c) and gamma-glutamyl transferase (ggt) results were obtained on patient samples on the advia chemistry xpt instrument. The results were flagged by the instrument with a variance error, indicating assay data was imprecise. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on another advia chemistry xpt instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.